Event description:
It was reported, patient complained of groin pain immediately post-op which never subsided. X-rays were unremarkable until about 3 month post-op. (Excellent post-op position and fit.) Screw heads were broken at head shaft interface (2 out 3 screws). Cup and linear were without marks or any abnormalities.